Event description:
The customer reported that the tubing roller clamp does not stop the fluid when closed. No harm or injury was reported.

Manufacturer narrative:
Device evaluation. The suspect device was not returned for evaluation. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. Based on similar complaints, the possible root cause of the reported failure could be attributed to a higher durometer tubing which may make the roller clamp difficult for some users to manipulate. A new roller clamp is currently being validated to address this issue. Evaluation method: device history record was reviewed, evaluation based off of similar complaints.